Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had an issue in which helium gas was leaking excessively. The customer observed an abnormal loss of helium. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. After further checks the fse found the leakage is from the helium tubing of the cart i.e. Helium tubing is suspected to be defective. The helium tubing (0004-00-0103-02) of the cart was replaced and the fse performed test. Observed the equipment on system trainer for more than 1 hr. All test passed.

Event description:
It was reported that during routine check, the cardiosave intra aortic balloon pump (iabp) had an issue in which helium gas was leaking excessively. The customer observed an abnormal loss of helium. There was no patient involved.